Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3387-40 lot# j0306891v serial# implanted: (B)(6) 2003 explanted: (B)(6) 2011 product type lead product ID 3387-40 lot# j0211549v serial# implanted: (B)(6) 2003 explanted: (B)(6) 2011 product type lead product ID 37085-60 lot# serial# (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2011 product type extension product ID 37085-60 lot# serial# (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2011 product type extension .a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient with an implanted neurostimulator for parkinsons dual and movement disorders. The hcp reported that the patient was experiencing moderate pain and throbbing in the right infraclavicular region with some erythema present as well. The hcp reported that this began sometime between (B)(6) 2011 and (B)(6) 2011. The hcp reported that these symptoms were present on (B)(6) 2011, along with suggestion of subdermal fluid collection. The hcp reported that the patient chose to have their ins system, including leads and extensions, explanted due to the potential consequences of deep infection. The hcp reported that the devices were explanted and samples of the subdermal fluid collected for cultures.